Event description:
It has been reported to philips that device will not power up at all. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) called customer and confirmed that the system was not turning on. Philips field service engineer (fse) visited onsite and found that the single-phase ups had 230v on l1 going to the ups but 0v on l1 output from the ups. Probable root cause is due to a defective ups. To resolve this issue, fse removed the ups controller assembly, installed new ups controller assembly and, reconfigured jumper wires. After installing new ups controller, the system was returned to use in good working. The reported issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not be switching on. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.